Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an allergic reaction that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient complained of itchiness at the site of sensor insertion and when the patient's mother checked the area she noticed it was red and oozing a clear liquid. The patient was brought to the doctor and was prescribed cortisone 10 and a skin preparation so that the adhesive patch would not touch the skin. At the time of contact, the patient's mother did not report any further medical intervention.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, it should be noted that the g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).